Manufacturer narrative:
Device code (B)(4) no code available: load not recalled. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by product issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis was reviewed from january 2017 to july 2017 for the issue of ¿load released without reprocessing¿ and no significant trend was observed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The assignable cause of the load not recalled issue is due to user error. The fse repaired the unit and confirmed it was returned to specifications. The customer was educated that if the cycle cancelled then there is no claim to sterility and the load would need to be reprocessed. The issue has been resolved at the customer facility. The issue will be tracked and trended. Reference asp complaint # (B)(4).

Event description:
A customer reported their sterrad® 100s cancelled due to an injection system interrupt error. The associated load was released for use on a patient. The load item released was a rigid scope and camera. Only the scope came in contact with a patient. At this time there is no report of patient injury or infection. This event is reported to the FDA since the load from a cancelled cycle was released for use on patient(s). Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp had decided to report all incidents loads from cancelled cycles being released without reprocessing.